Event description:
The reporter indicated that there was no activity seen without magnet, pacing with magnet. Inquire shows "lost serial number" screen. I gave her access number to restore serial number. Attempt to do so gave "incompatible device" message, but next attempt did restore serial number. Further attempts to inquire were unsuccessful. The device may be past eos (end of service). According to the patient's chart, programmed at a nominal rate, outputs; follow up "infrequent".